Event description:
Caller reported a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Customer continued using current pump as backup therapy, and will receive a replacement pump with updated software. Technical support provided instructions for returning the faulty pump and confirmed necessary shipping details.